Manufacturer narrative:
Biomerieux conducted an internal investigation following the review of the publication "identification and antifungal susceptibility profiles of cyberlindnera fabianii in korea." By park j. Et. Al. Describing the misidentification of eleven (11) separate cyberlindnera fabianii isolates in association with the api® 20 c aux 25 strips+25media (ref. 20210). The lot number(s) were not provided. The identification of cyberlindnera fabianii is complex with limited commercial biochemical identification and molecular diagnosis being the most reliable identification method. No strain submittal was requested for this investigation since the expected identification of cyberlindnera fabianii was confirmed in the article using molecular method. The cyberlindnera fabianii species does not belong to api 20 caux knowledge base. This is the cause of the misidentification to candida utilis and pelliculosa (biochemical profiles are close). Api 20 caux instruction for use states that it is designed uniquely for the identification of the yeasts included in the database (identification table details this list) and that it cannot be used to identify any other microorganisms or to exclude their presence. A post market surveillance review of scientific publications from 2015 through august 2020 was performed searching for misidentifications associated with api® 20 c aux (ref. 20210). The review found no articles related to the misidentification of cyberlindnera fabianii. All complaints related to product performance of api 20 caux strip registered between 2015 and 2020 were analyzed and no identical issues have been reported to biomerieux. Taking into consideration the very low prevalence of cyberlindnera fabianii species and the absence of similar incident reported though the complaints handling process or the scientific publication pms watch, the mis-identification due to the absence of this species in the api 20 caux kb is considered within the expected performance claims. Note: please disregard MFR report 9615754-2020-00018-supplement 2 as the correct MFR report number of 9615754-2020-00018 has been submitted in supplement 1.

Event description:
Scientific publication review misidentified eleven (11) cyberlindnera fabianii isolates from 11 patients in association with api 20 c aux 25 strips+25media (ref #: 20210) . The lot number(s) was not provided. The publication "identification and antifungal susceptibility profiles of cyberlindnera fabianii in korea." By park j. Et. Al. Describes eleven (11) cyberlindnera fabianii isolates from 11 patients that were misidentified as c. Pelliculosa, c. Albicans or c. Utilts vitek® 2 or api® 20 c. The publication did not specify which organism ids were associated with which product (vitek® 2 or api 20 c). One isolate was identified as candida utilis, one isolate was identified as candida albicans and nine were identified as candida pellliculosa. There is no indication or report from the author that the discrepant results led to any adverse event related to the patient's state of health.